Event description:
A hemodialysis (hd) clinic facility administrator (fa) reported that they were administering venofer to a patient during treatment and the pigtail of the combi set detached from the line. The arterial line that had blood in it was able to be returned to the patient but that the blood in the venous line was unable to be returned to the patient due to that pigtail becoming detached. There was about 150 to 200 ml of blood loss. In a follow up the fa verified the report and confirmed that there was no patient harm, adverse event, and no medical intervention was required. The pigtail and syringe are available as a sample for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: although it was indicated the complaint device is available, no sample has been provided for evaluation. According to the third party carrier's website, the provided shipping materials were sent to the customer and subsequently received. In the event a sample is returned for evaluation at a later date, the complaint file will be updated accordingly. The reported complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. At this time a search in the sap system was performed, to verify the product availability for companion samples at the dcs; the entire lot has been sold and distributed. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR(device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. At this time, no sample has been provided.

Event description:
A hemodialysis (hd) clinic facility administrator (fa) reported that they were administering venofer to a patient during treatment and the pigtail of the combi set detached from the line. The arterial line that had blood in it was able to be returned to the patient but that the blood in the venous line was unable to be returned to the patient due to that pigtail becoming detached. There was about 150 to 200 ml of blood loss. In a follow up the fa verified the report and confirmed that there was no patient harm, adverse event, and no medical intervention was required. The pigtail and syringe are available as a sample for investigation.

Manufacturer narrative:
Correction: a.1.

Event description:
A hemodialysis (hd) clinic facility administrator (fa) reported that they were administering venofer to a patient during treatment and the pigtail of the combi set detached from the line. The arterial line that had blood in it was able to be returned to the patient but that the blood in the venous line was unable to be returned to the patient due to that pigtail becoming detached. There was about 150 to 200 ml of blood loss. In a follow up the fa verified the report and confirmed that there was no patient harm, adverse event, and no medical intervention was required. The pigtail and syringe are available as a sample for investigation.